Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The reporter, the pt's mother, reported that on an unspecified date, the pt's last three boluses were not recorded in the pump's bolus history. The reporter confirmed the pt received the bolus, but it was not recorded. During this time period, the pt experienced no symptoms of high or low blood glucose levels and was negative for ketones. The pt did not seek any medical attention. The reporter also claimed the insulin to carbohydrate and insulin sensitivity factor settings were not being retained in the pump. No adverse event was associated with this issue.